Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump dies with blank screen without warning. The customer blood glucose level was 7.5 mg/dl. The customer stated that the retainer ring loosened. The customer also stated that the it was happened several times in the past week and was getting unsure about the insulin pump. The device will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the ring was not loose.